Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis in used condition. The left plunger case was damaged. Was not able to run the pump as the c9 cap was broken off of the interconnect board. A failure mode was not identified as the errors could not be duplicated. However, another problem was found, a broken c9. The root cause is listed as a supplier issue which may be related to the reliability, durability, or quality of a component received from this supplier. Worn parts replaced on the pump.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch, plunger lever, and motor rate error. No injury was reported